Manufacturer narrative:
Zimvie complaint number (B)(4), a4: weight unknown / not provided, b3: date of event unknown / not provided, b4: expiration date unknown / not provided, b4: unique identifier (UDI) number unknown / not provided, g3: date received by manufacturer unknown / not provided, h4: device manufacture date unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at an unknown tooth site was removed due to bone loss.

Manufacturer narrative:
This report is being submitted to relay corrected data. Correction report: the following were submitted incorrectly on may 08, 2025. A1: patient identifier. A2: age at time of event, date of birth. A3: gender. B5: describe event or problem. D1: brand name. D2: common device name. D2: catalog #. D2: lot #. D2: unique identifier (UDI) #. D5: operator of device. D6a: if implanted, give date. D6b: if explanted, give date. D7: is this a single use-use device that was reprocessed and reused on a patient. D8: was this device serviced by a third party. D9: device available for evaluation. E1: initial reporter. E2: health professional. E3: occupation. E4: initial reporter also sent report to FDA? G1: contact office. G2: report source. G3: date received by manufacturer. G4: premarket identification. H3: device evaluated by manufacturer. H4: device manufacture date. H5: labeled for single use. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
It was reported that the implant at an unknown tooth site was removed due to bone loss.